Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporting facility phone number is (B)(6). The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted/performed: the report indicates that the: the broken drill bit article (B)(4) back for investigation. The drill bit article (B)(4) with lot 8148598 was returned broken. The tip is broken off and is still remaining in patients bone. Surface does show scratches and slight marks of use. Depth gauge designation is readable. Measured major shaft diameter did pass the inspection. It is likely that too much use of force and/or torque must have created an overloading situation and led to the tip breakage. No manufacturing deviation could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown, device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 05november2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was being treated with open reduction internal fixation of a pelvic fracture. After setting the plate, the surgeon was drilling a pilot hole for a screw in combination with an universal drill guide and the tip of the drill bit broke off in the bone. The broken fragment remained in the patient's bone. The surgery was extended for fifteen (15) minutes. This is report 1 of 1 for (B)(4).